Event description:
Information rec'd indicates the bed has no steer and the brake is not that strong of a hold when set.

Manufacturer narrative:
The technician replaced the casters to repair the bed.